Event description:
Additional information was received from the hcp via a drug manufacturer on 2020-(B)(6) patient information such as race, weight and height were provided. It was also clarified that the patient's indication for lioresal use was spasticity due to multiple sclerosis and that the start date of the patient's lioresal usage was (B)(6) 2018. Prior to the patient's use of lioresal, oral baclofen was not providing relief for the patient's ms symptoms. The hcp confirmed that the issue was due to a pump malfunction and not a medication issue. The hcp reported that the patient being "stiffer than normal" was first noted in 2020-(B)(6). According to the hcp, the pump was flipped at the patient's 2020-(B)(6)appointment and was flipped again at their 2020-(B)(6) appointment. At that time, the new drug concentration (500 mcg/ml) was injected. On 2020--(B)(6), the patient reported increased spasticity since 2020--(B)(6). On 2020--(B)(6), a dye study was performed and a suspected kink at the anchor in the lumbar spine was noted. The cause of the volume discrepancy and the patient's symptoms was the drug not being delivered as a result of the catheter kink. The patient was scheduled to have 2 separate surgical procedures: a lumbar decompression surgery followed by a catheter replacement surgery. No hospitalizations were reported. The cause of the patient's issues were known, but they had not yet resolved. The devices remained implanted in the patient at the time of the report. No further complications were reported. The patient¿s concomitant medications included lipitor, wellbutrin, cymbalta, iron, d3 supplements, methadone, prilosec, roxicodone, kcl, lyrica, flomax, tizanidine, torsemide, ambien

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: 2018(B)(6) explanted: product type catheter product ID 8780 lot# serial#(B)(6) implanted: 2018-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type: catheter product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the catheter was replaced on (B)(6) 2020.

Manufacturer narrative:
Section d refers to the main device. The other relevant component includes: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Ubd: 2019-06-02 UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep reported the patient was referred for a dye study. However, the doctor was unable to aspirate the catheter. The pump volume was checked and there was 17 ml in the reservoir. The volume was updated. The patient was supposed to have a multi-level fusion from another doctor and the plan was to sacrifice the catheter. The patient's physician planned to replace the catheter after the back surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter was not removed. Revision of pocket found a kinked catheter which was straightened at that point, catheter worked fine and was able to withdraw from side port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that the concentration was 500 mcg/ml regarding the current drug in the pump. The device was not removed and there were no plans to remove the device at this time. The cause of the volume discrepancy was not determined. The physician wanted an idea of what was going wrong with the device and planned to dye study soon to see if the catheter was working properly but did not have a date at this time. The pump was not refilled. The pump was a 40 ml pump and had 20 ml in it at the time of the refill. It was further noted that the physician had put 20 ml back in the pump until she could discover the reason for the discrepancy between the clinician programmer tablet indicating there should have been 7 ml but the pump having 20 ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-10 information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (500 mcg/ml, also reported as 200 mcg/ml, 159.93 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient was having a normally scheduled pump refill. The tablet reported that there should be 7.5 ml left in the pump. The hcp removed 20 ml from the pump. It was refilled on (B)(6) 2020, so "it seems no drug came out". The patient was stiffer than normal but was not showing any other signs of withdrawal. The rep stated they looked at past logs to see if any changes had been made or if there were any errors. There were none. The hcp put the patient on oral baclofen, but kept the pump running as it was when the patient came in. The issue was not resolved at the time of this report. The patient's status was alive - no injury.